Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Pump received with cracked case on the lcd display window corners, cracks on the lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, broken reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 512 mg/dl. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.